Event description:
The consumer reported that the trial patient began their advanced evaluation on (B)(6) 2016. The level of stimulation had been dropping to 0.0 without anyone adjusting stimulation, changing programs, or turning off stimulation. The patient just got out of the hospital on (B)(6) 2016 due to a bladder infection and a catheter had to be put in. The patient would be moving forward to implant in 2 weeks. The health care provider (hcp) was aware of the event.